Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that hydro-glide guidewire coating seemed to be scratched off when going through the ureteroscope. The healthcare professional (hcp) felt that the size of the guidewires was wider than before.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that hydro-glide guidewire coating seemed to be scratched off when going through the ureteroscope. The healthcare professional (hcp) felt that the size of the guidewires was wider than before. Per follow up information received via ibc on 16nov2022, it was stated that the customer felt the size of the guidewires was wider than normal. It was unable to determine whether all three guidewires were belonging to the same lot.